Event description:
I have been using the fascia blaster on and off for a year and a half. Since (B)(6) 2017, I have been blasting consistently. The tool is meant for the reduction of cellulite. I am a bit and healthy woman. I weighed (B)(6)pounds and was very active with 3-4 times a week hit workouts. I have gained (B)(6) pounds despite healthy eating and my legs are incredibly jiggly and covered in worse cellulite than before. This tool has done something to my skin and tissues that I believe has caused some sort of damage to my legs.